Event description:
The facility representative reported a mini-infuser with a condition of "just not working properly." This condition occurred during programming/setup. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of a mini-infuser pump with a malfunction of "just not working properly" was confirmed as a pusher block issue by baxter quality engineering. The cause was a broken pusher block. The device was returned unrepaired due to customer refusal of the cost of repair estimate.